Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the valve exploded 25cc of blood at the beginning of the procedure. There was blood loss of 25 cc. Product was not changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 15, 2019. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 10, 3331, 11, 213, 67). Method code #1: 10 - testing of actual/suspected device, method code #2: 3331 - analysis of production records, method code #3: 11 - testing of device from same lot/batch retained by manufacturer, results code: 213 - no device problem found, conclusions code: 67 - no problem detected. A visual inspection of the returned sample was performed, and no anomalies were noted. Ops valves are subjected to a 100% leak test, which includes five different tests, to ensure that there are no leaks and both the umbrellas and duckbills are functioning properly. The returned sample successfully passed all five tests. A retention sample from the same product/lot number combination was obtained, visually inspected, and run through the same leak tests, successfully passing all five tests. The returned unit was found to function as intended, and met all of the product specifications; therefore, the complaint was not confirmed. Due to the evidence of blood within the umbrella valve of the returned ops valve, it is possible that the unit had been over pressurized during use, causing the unit to leak. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.